Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a sensing anomaly was not verified in the laboratory. The device was tested on the bench and no noise was observed. The cause of the reported sensing anomaly could not be determined.

Event description:
Clarification of event: it was reported when the asymptomatic patient presented in-clinic for follow-up, post-sensed t-wave oversensing was observed. The patient received inappropriate high voltage therapy. The device was reprogrammed during the device check. The device was then explanted few days later. Further information could not be obtained regarding the reason for explant.

Event description:
It was reported when the asymptomatic patient presented in-clinic for follow-up, post-sensed t-wave oversensing was observed. The patient received inappropriate high voltage therapy. The device was reprogrammed during the device check. The device was then explanted few days later. Further information could not be obtained regarding removable